Event description:
It was reported that a malfunction alarm with malf 9 occurred on the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the faulty pump and guided the customer on maintaining insulin delivery through backup therapy. The customer was informed about the software updates available for the replacement pump, and instructions were provided for returning the problematic pump to avoid charges. The customer understood these instructions and acknowledged them, ensuring the setup of the new pump with their current settings and cgm connection.